Manufacturer narrative:
Expiration date: 02 2021.the actual device was not available; however photographs of the sample were provided for evaluation. A visual inspection with the naked eye was performed which showed the sponge was fully separated from the cap. The product failed to meet specification. No additional defect or use error has been identified during analysis. The reported condition was verified. The assignable cause was conflict during transport. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was fully separated from each of five (5) minicaps. This was noticed before use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.